Event description:
During a review of a (B) (6) male patient's download, zoll lifecor customer support identified several "battery charger fault" flags in the data. Support contacted the patient to replace the suspect battery pack. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery not fully charging was a broken white wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.